Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a hematology patient to have PICC line placed in the patient on (B)(6) 2025 in the right elbow above the noble vein needs to be placed in the PICC, delivery of the catheter process is not smooth, the catheter can only be delivered into the head end of the part. We tried several times to try other methods such as infiltration of the catheter again, asking the patient to make a fist, loosening the fist, pushing saline while delivering the tube cannot be delivered, and then reopen a set of PICC catheters after the delivery of the smooth delivery.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.